Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels. The customer experienced pain at the insertion site and self-treated by removing the needle from the skin and then cleaning up the blood. There was no report of death or permanent impairment associated with this event.